Manufacturer narrative:
24-sep-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Lip injury checked lip. Toothbrush will no longer hold a head - oral-b [device breakage]. Case narrative: consumer e-mail stated that their oral-b type 3765 toothbrush no longer held the brush head in place and caused an injury to their lip. No serious injury was reported. Follow up: product investigation result: oral-b toothbrush (suspect handle) was investigated. The driving shaft of received handle is clearly broken. Cause of failure was consumer related (effect of force, driving shaft broken). No manufacturing cause and no design issue was identified based on investigation. No serious injury was reported. Follow up - (26-nov-2025) - concomitant product added. No serious injury was reported.

Event description:
Lip injury, checked lip [lip injury]. Toothbrush will no longer hold a head - oral-b [device breakage]. Case narrative: consumer e-mail stated that their oral-b type 3765 toothbrush no longer held the brush head in place and caused an injury to their lip. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
24-sep-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Lip injury: checked lip [lip injury]. Toothbrush will no longer hold a head - oral-b [device breakage]. Case narrative: consumer e-mail stated that their oral-b type 3765 toothbrush no longer held the brush head in place and caused an injury to their lip. No serious injury was reported. Follow up: product investigation result: oral-b toothbrush (suspect handle) was investigated. The driving shaft of received handle is clearly broken. Cause of failure was consumer related (effect of force, driving shaft broken). No manufacturing cause and no design issue was identified based on investigation. No serious injury was reported.